Event description:
Information received indicates the bed exit is alarming at the bed but there is not a call being sent to the nurse station.

Manufacturer narrative:
The technician inspected the bed and found the communication cable was loose, preventing a signal from being sent to the nurse station. The technician reconnected the communication cable to repair the bed.